Event description:
Wound infection led to removal of plate at site of infection. The intermediate screws had loosened up due to bone atrophy from the infection. The sales representative reported that the infection is believed to have been caused by the surgical site. Patient outcome was successful. Plates and screws were not retrieved after removal and will not be returned; no product evaluation is able to be conducted. Report 1 of 5.